Event description:
Customer responded to 78 yr old male in cardiac arrest. Pt was connected to device and display showed asystole. Cusotmer was attempting to "induce" an ECG by administering cardiac thumps and reported the device did not display any indication of the attempts. A back up device was connected to pt and a shockable rhythm was displayed pt was shocked and drugs administered, but pt expired. Customer stated it could not be determined if the malfunction caused or contributed to the outcome of the pt due to the pt's condition upon arrival of the ambulance. Service rep duplicated the repoted condition. Device was repaired and proper operation was confirmed.